Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was fractured approximately 137.0 cm from the proximal end and was kinked approximately 138.5 cm from the proximal end. The pusher assembly mid-joint was retracted into the introducer sheath friction lock. The embolization coil was detached from the pusher assembly within the introducer sheath. Conclusions: evaluation of the returned smart coil revealed that the pusher assembly was kinked and fractured near the mid-joint, and the embolization coil was detached from the pusher assembly. Further evaluation revealed that the pusher assembly mid-joint was retracted into the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement, and damage such as a kink subsequent fracture may occur. If the two fractured pusher assembly segments are separated, the pull wire may retract out of the distal detachment tip and detach the embolization coil from its pusher assembly. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using a penumbra smart coil (smart coil) and a microcatheter. During the procedure, while advancing the smart coil through the microcatheter, the smart coil kinked; therefore, it was removed. The procedure was completed using penumbra coils. There was no report of an adverse effect to the patient.